Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system's biometric identifier was not functioning, and upon a login attempt, it immediately indicated that maintenance was required. A field service engineer was able to remote into the station and access the hardware testing application. Confirmed that the health of the biometric identifier was good. Rebooted the station and waited for the customer to test. The customer tested the biometric identifier, and it was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier was not functioning during the login attempt and required maintenance. However, there were no delays or adverse events or injuries reported based on this event.